Manufacturer narrative:
Contrary to the reported event, the steris technician confirmed with the customer that the headrest did not detach but lowered in height during a patient procedure. User facility personnel stabilized the headrest and the patient procedure was completed successfully. No injuries were reported. During the technician's inspection, he found the headrest to be missing. The technician obtained the headrest and offered to inspect it to ensure it was operating properly. The technician re-installed the headrest and found it to be operating properly. No issues were noted with the function or operation of the headrest. The surgical table was returned to service and no additional issues were reported. The operator manual states (pp. 4-10), "the headrest can be attached to either end of table (see figure 4-1). Headrest is manually adjustable 90° upward and 90° downward from horizontal position. Adjust the headrest to desired position as follows: tilt headrest upward or downward to desired position, let go of release handle, then move headrest slightly until ratchet mechanism locks it into position." "Warning personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate)." The technician advised user facility personnel the importance of inspecting the headrest for correct attachment prior to use.

Event description:
The user facility reported via medwatch (B)(4) that the table's head rest detached during a patient procedure.